Event description:
This system was removed due to intermittent capture and intermittent over sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the leads under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. The visual inspection of both leads demonstrated a bend in the distal part of the leads. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The analysis of the lead did not reveal any sign of a material or manufacturing problem.